Event description:
It was reported that following pump implant on (B)(6) 2014, the pump pocket incision was not healing properly. The pump and catheter were explanted and replaced on (B)(6) 2014. The pump and catheter were discarded by the customer. The catheter was explanted because the pump pocket was not healing properly and there was concern that there was an infection issue. The primary location of the suspected infection was the pump pocket; however, it was unknown if the infection was confirmed. The patient did not have meningitis. The reason for the pump pocket not healing was that the patient was diabetic. The new pump was implanted with a pocket made on the other side of the patient¿s abdomen. It was unknown if a culture was taken or what treatments were instituted. Other patient symptoms were unknown. No diagnostic testing or troubleshooting had been performed. There was no alleged product issue. Patient outcome was unknown. The device system delivered morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).